Event description:
Customer's clinical specialist (B)(4) advised her to contact her hcp for guidance due to an infection at the insertion site. After visiting her hcp, the customer was admitted to the hospital for the site infection. No add'l info is known at this time. Follow-up calls to the customer were not returned. We do not expect the pod to be returned for eval.

Manufacturer narrative:
The device was discarded and therefore, unavailable for eval. We are unable to determine if any product condition contributed to the pt's infection. No product lot number was provided, so no review of lot qualification records (including sterilization) is possible. The omnipod's user guide warns "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It also advises, to "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling redness discharge, or heat."